Manufacturer narrative:
Photographic still image review: a still image of the device was returned. The returned still image showed deformation on the stent struts. (B)(4).

Event description:
It was reported that the physician was attempting to treat a moderately calcified and tortuous rca lesion exhibiting 80% stenosis. The physician attempted to use a resolute integrity (rx) drug eluting stent. No damage was noted to the device packaging. It was reported that the device was prepped in the hoop. The lesion was pre-dilated but it was reported that the device failed to cross the target lesion. The physician dilated the lesion again but upon inspection of the device it was noted that the stent struts were lifted, device deformed during positioning at the lesion. The physician completed the procedure with a resolute integrity (rx) drug eluting stent that successfully deployed in the rca. No patient injury reported.

Manufacturer narrative:
Product analysis. The 1st and 2nd distal stent wraps were partially expanded. The 11th distal stent wrap was deformed with a number of struts raised. There was no further damage visible to the device.